Event description:
The surgeon inserted a cq2015 3 piece collamer lens. The lens tore during insertion into the eye. The lens was removed without enlarging the incision. No pt injury. The cause of the lens tearing was unk.